Event description:
It was reported that the patient was admitted to the emergency department. It was noted that the right ventricular (rv) lead exhibited no capture, low pacing impedance, noise and noted insulation damage in bipolar mode. The rv lead was re programmed to unipolar mode with good threshold and impedance levels. The patient self discharged from the emergency department against medical advice. Approximately four days later the patient was brought back by ambulance to the emergency department with facial bruising present, low heart-rate, and rv lead no capture noted again. It was also noted that the patient experienced syncope episode during rv lead no capture. The rv lead was capped, remains in the patient, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).